Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to make a meal announcement while using the ilet system, after which blood glucose rose to a high of 307 mg/dl for about 1.5 hours; the algorithm was expected to adjust insulin to bring glucose toward target, and troubleshooting and education were provided. Symptoms included hyperglycemia without reported acute complications. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no other assistance. Investigation included a review of device performance and user interaction based on customer report. Investigation of this case revealed user-related missed meal announcement with the device functioning as designed to correct the elevated glucose. It was concluded that the event was attributable to user oversight rather than device malfunction.